Event description:
The reporter a dentist stated (pt #1) used the product to fill an extraction socket. A few days after the procedure signs of local infection such as pain and swelling developed. The pt had swelling and tenderness on palpation after extraction tooth #30 and product was placed. She was treated with an antibiotic. The infection was resolved, the healing is within normal.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.